Event description:
It was reported that this right ventricular (rv) lead was surgically revised due to unknown reason. Additional information received which indicated that this lead was dislodged. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.